Manufacturer narrative:
Evaluated 1 open and used reservoir and checked o-rings or stopper groove for anomalies none were found. Ran basal bolus leaking test as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoirs and connectors into insulin pump. Conclusion: reservoir not leaks and no occluded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had alleged that the insulin pump was over delivering. Customer had experienced low blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. No harm requiring medical intervention was reported. The device will be returned for analysis.